Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported the patient presented to the ep for vt ablation. During ablation, using stereotaxis the device entered backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory via review of the device image. The reset occurred due to a parity error. After the device was removed from backup vvi, bench testing was performed; no anomalies were observed. The root cause of the reset could not be determined.